Event description:
This is a spontaneous case report received from a consumer in united states on 10-jul-2015 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted (B)(6) 2012 for permanent sterilization; the lot number used was 893008. She reported that she developed a rash from head to toe in late (B)(6) of 2012. She has also experienced lower back pain since that time. She has had several appointments with her physician. For the rash, she has tried steroid medications and creams, antifungal medications, antibacterial medications, allergy medications, zantac, and lamisil. She has had skin testing done by a dermatologist and has tried a gluten free diet for one-and-one-half years. She reported being able to keep the rash controlled with medications, but it recurs after stopping treatment. She was scheduled to have the essure removed on (B)(6) 2015. She also stated that she is frustrated because her physician initially informed her that it was not the essure. Ptc investigation result was received on 16-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: batch number 893008. Production date: 8/2011. Expiration date: 8/2014. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information was received on 10-aug-2015 from physician that removed essure (upgraded to incident): the physician clarified that he notified the patient of reported reaction as possible reaction as 0,01% and that if symptoms did not improve after removal of essure she should seek additional diagnostic measures. Patient's weight and height were provided. Concomitant condition included obesity. She denied any previous gynecological interventions, problems or procedures. On (B)(6) 2012 essure lot number 893008 was easily implanted. She was not on post-partum state. Analgesia (lidocaine 1% paracervical) was applied during insertion. Cervical dilatation and sounding were denied. The visualization of the tubal ostium was easy, fluid loss during hysteroscopy was less than 1500cc and the procedure took 9min. Scope in-to-out took 6 min. Pain was reported as 01 on 00 to 10 scale. She did not use back-up contraception. The patient did not get hsg in spite of multiple communications. Delay from placement to hsg. Patient was non-compliant. Skin problems were noted on review of systems in 2012. On (B)(6) 2015 hsg was performed and showed that tubes were blocked and the coils were in correct placement. Normal tubes, with no sign of infection or inflammation were reported. On 14-jul-2015 essure was removed via laparoscopy; bilateral salpingectomy performed due to patient request. It was not known if medically necessary. The tubes were normal, with normal pathology and normal findings, with no evidence of any issue. At the time of this report, significant skin rash was reported. Skin testing was performed and showed positive for many allergies but this physician did not have the records. This physician did not treat her for any rash. After removal, the physician considered rash might be improving. The physician did not know if the if the essure devices caused or contributed to the condition. No further information was provided. Follow up 18-aug-2015: ptc investigation results were updated and provided. Ptc global number: (B)(4). Final assessment: batch number 893008. Production date: 8/2011. Expiration date: 8/2014. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a treatment noncompliance . The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and developed a rash from head to toe approximately one month later. To treat this rash, the patient tried steroid medications and creams, antifungal medications, antibacterial medications, allergy medications, zantac, and lamisil. She has had skin testing done by a dermatologist and has tried a gluten free diet for one-and-one-half years. She was able to keep the rash controlled with medications, but it recurred after stopping treatment. Three years and a half, after insertion, the patient requested removal and a bilateral salpingectomy via laparoscopy was performed. The outcome is unknown. This event was considered serious due to required surgical intervention and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to this device, especially those with a history of metal allergies. In addition, some patients may develop an allergy to nickel if the device is implanted. Typical allergy symptoms reported for essure include rash, pruritus, and hives. In the present case, the patient developed the rash approximately a month after essure insertion. Skin testing was performed and showed positive for many allergies, but it was not reported if she was allergic to nickel. Although, this information is missing, considering that some patients may develop an allergy to nickel if the device is implanted and considering the compatible temporal relationship, causality with essure cannot be excluded. Upon follow up information, this case was regarded as incident since a device removal was required. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Additional non-serious event was reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received fro consumer on 31-dec-2015: consumer stated that since her surgery all of her conditions have gone away. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and developed a rash from head to toe approximately one month later. To treat this rash, the patient tried steroid medications and creams, antifungal medications, antibacterial medications, allergy medications, zantac, and lamisil. She has had skin testing done by a dermatologist and has tried a gluten free diet for one-and-one-half years. She was able to keep the rash controlled with medications, but it recurred after stopping treatment. Three years and a half, after insertion, the patient requested removal and a bilateral salpingectomy via laparoscopy was performed. The outcome is unknown. This event was considered serious due to required surgical intervention and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to this device, especially those with a history of metal allergies. In addition, some patients may develop an allergy to nickel if the device is implanted. Typical allergy symptoms reported for essure include rash, pruritus, and hives. In the present case, the patient developed the rash approximately a month after essure insertion. Skin testing was performed and showed positive for many allergies, but it was not reported if she was allergic to nickel. Although, this information is missing, considering that some patients may develop an allergy to nickel if the device is implanted and considering the compatible temporal relationship, causality with essure cannot be excluded. Upon follow up information, this case was regarded as incident since a device removal was required. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Additional non-serious event was reported.

Manufacturer narrative:
Follow up 01-feb-2016: no new information was provided. Follow up information (medical records) received on 09-may-2016: this case is considered potential legal from date forward. The patient concomitant condition includes asthma. On (B)(6) 2011, from consultation note, the patient is a (B)(6) g2p2 on oral contraceptive for 18 years. It is noted that she desires sterilization. On (B)(6) 2012, from office visit, the patient presented with complaint of rash for 1 week since she ate scallops, beef, and wine. She had been taking benadryl twice a day with minimal relief. She has an allergy testing (B)(6). She had plaques bilateral lower legs, scary somewhat pruritic and was using clobetasol cream with minimal benefit. On (B)(6) 2012, from office visit, the patient had pruritic bilateral lower legs and hands. Was diagnosed as psoriasis per dermatology and got better with clobetasol cream but it was noted to come with allergies/asthma and was pruritic so more likely eczema. On (B)(6) 2012, from office visit, the patient presented with complaints of rash on and off for two months on bilateral lower legs, hands, bilateral flank, intensely pruritic. It responds to prednisone but no other treatments so far. Allergy testing done by allergist showed multiple food allergies but rash has not cleared up in spite of limiting these foods, however it is noted she did eat food at a funeral recently that might have had allergens. She noticed the rash worsens with stress and had the same thing as a child. On (B)(6) 2012, from office visit, the patient presented with complaints of moderate pruritus and skin lesions that were aggravated by a hot shower. She also had macules and some confluent areas drain transudate. In addition she had papules with no clusters and some dry scale areas. History of treatment with prednisone helps controls symptoms but it never fully resolved. It was noted to have begun at the lower extremities. On (B)(6) 2012, from office visit, the patient was complaining of low back pain and history of lumbar back pain. She had recently strained her lower back more than usual and has had increasing pain. She tried running to see if her back would loosen up but it has remained painful. Patient denies rash. On (B)(6) 2015, from office visit, the patient complaining of low back pain and was having acute worsening of a chronic condition. She has had chronic low back pain that comes and goes for several years and she denied trauma history. In addition, she was complaining of dry scale rash that comes and goes for years. Often it occurs on arms, neck, and legs. On (B)(6) 2015, from progress note, the patient was noted to never having done her hysterosalpingogram test after getting essure implanted in (B)(6) 2012. She was calling because she was having several issues including lower back pain on both sides 7-8 pain, could not get out of bed in the morning and could not turn or bend down. She did mention that she had been hiking 2 weeks ago and was dehydrated. On (B)(6) 2015, from consultation note, the patient with history of full body rash worse on the extremities with treatment noted to not be helpful. She had essure placed and has had a 3 year history of rash following placement. She has skin lesions on legs and arms. Physical exam showed red excoriated large lesions down calf x 2, 5-6 cm in diameter. It was also noted that she has "many allergies." She wanted to coils removed. The patient did not have her hysterosalpingogram confirmation of correct placement and tubal occlusion until (B)(6) 2015; the procedure showed the devices to be in satisfactory position bilaterally with bilateral tubal occlusion. The patient; however, has been experiencing a significant body dermatologic reaction. She has been evaluated and was found to have a number of significant environmental allergies and none to medications. Specific nickel allergy testing was not performed. She was able to retrace her onset of symptoms to 2 months following placement of the essure coils in 2012 and believes her symptoms may be related to the presence of the nitinol coils. She is requesting removal of the coils with will be performed laparoscopically followed by bilateral salpingectomy. At the time of her request she has significant severe excoriated areas on her shins. The skin appeared to slough with broad areas of inflamed and erythematous dermis beneath. The lesions were quite painful for the patient. She on a number of occasions has used systemic steroids to keep the reaction controlled with significant recurrences. She also had significant erythematous patches on her medial inner folds of her elbows. On (B)(6) 2015, the patient had a laparoscopic removal of the essure sterilization coils; laparoscopic bilateral salpingectomy. The coils were removed intact, with the inner coil, outer coil and fiber noted. On (B)(6) 2015, laparoscopic procedure post-operative visit, the patient was status post salpingectomy and removal of essure coils. She stated that her rash was almost gone her leg lesions were noted to be healing with decreased erythema. According to a physician letter, the patient had no erythema at the arms or hands as there was prior to surgery. She has been able to be around her horses over the last five days without a reaction with was unusual for her. On (B)(6) 2015, from progress note, follow up for removed essure coils. She stated her back pain and skin rash have both improved. She was negative for stomach pain and abdominal cramping. Her exam showed clear hands and back and her lower extremity rash and erythema were significantly improved. Besides the major discomfort from the gas bubble her back pain was gone. Within the first couple of days the rash on her hands and arms went away as a well as the rash on her back. She states that she wanted reimbursement and was not including the social anxiety and fear she had due to the rash in addition to weight gain of over 35 lbs in three years and permanent scars on her legs from the rash. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and developed a rash from head to toe approximately one month later. She has had skin testing done by a dermatologist and has tried a gluten free diet for one-and-one-half years. She was able to keep the rash controlled with medications, but it recurred after stopping treatment. Three years and a half, after insertion, the patient requested removal and a bilateral salpingectomy via laparoscopy was performed. According to additional information, this case became legal and it was informed that after essure removal, she was recovering from rash. This event was considered serious due to required surgical intervention and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to this device, especially those with a history of metal allergies. In addition, some patients may develop an allergy to nickel if the device is implanted. Typical allergy symptoms reported for essure include rash, pruritus, and hives. In the present case, the patient developed the rash approximately a month after essure insertion. Skin testing was performed and showed positive for many allergies, but nickel allergy was not tested. Nevertheless, considering the events nature, the compatible temporal relationship and the improvement after removal, causality with essure use cannot be excluded. Upon follow up information, this case was regarded as incident since a device removal was required. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Additional non-serious event was reported. Follow up information will be obtained through litigation process.